Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml intravia empty container had a ¿leak originating from the "b1" print indentation on the front of the bag.¿ this was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak in the printed area. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The supplier of the component has been notified of this issue. Should additional relevant information become available, a supplemental report will be submitted.